Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored a signal artifact monitoring (sam) episode. Impedance measurements were found to be within range. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored a signal artifact monitoring (sam) episode. Impedance measurements were found to be within range. No adverse patient effects were reported. At this time, this device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.